Event description:
While bypassing an obtuse marginal branch during an open heart procedure, the suction cup from the device released from the apex of the heart. The pt is described as having a very large heart. After the cup had released from the heart, the surgeon re-attached the suction cup again. At that point, the surgeon and pa noticed a tear in the heart's ventricle.